Event description:
Device 5 of 5 (refer to MFR's report number 1627487-2008-00034 for device 1, 1627487-2008-00035 for device 2, 1627487-2008-00036 for device 3, and 1627487-2008-00037 for device 4).

Manufacturer narrative:
Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Ipg was returned with header material cut, cut in antenna silicon, and instrument marks on header material. Results: all records reviewed were found to meet specifications. Visual examination found slight discoloration on septum but no other anomalies. Device passed functional and communication testing. Ans, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.